Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms while connected to the mobile power unit (mpu) was confirmed via the submitted log files; however, it was no reproduced as no product was returned for further analysis. On 27sep2025 at 09:29:53, alarms consistent with a loss of alternating current (ac) power activated while connected to the mpu due to both white and black lead voltages diminishing below the alarm threshold. The alarms cleared shortly after power was restored at 09:30:13. The backup battery was able to provide power to the controller during this event. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms active in the log file. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A root cause of the reported event could not be conclusively determined through this analysis. A CAPA was created to implement a straight v-lock connector on the mpu due to a human factors study that indicated that the v-lock cord has a natural hand position to complete insertion into the mpu power cord socket therefore providing a secure connection to the mpu. The reported event indicated that there was a loss of power to the mpu, it's not known whether a v-lock was in use at the time of the event. No serial or lot number was provided by the customer to perform a device history record review. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. D) section 3 - ¿powering the system¿ and heartmate 3 patient handbook (rev. A) section 3 - ¿powering the system¿ states how to properly provide power the system via mobile power unit. This section also cautions to plug the mobile power unit into a properly tested ac electrical outlet that is dedicated to mobile power unit use. Do not use portable, multiple outlet (power strip) adapters or extension cords. Heartmate 3 instructions for use (rev. D) section 7 - ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. A) section 5 - ¿alarms and troubleshooting¿ explain how to interpret and troubleshoot no external power alarms. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully charged batteries, and battery clips within reach to be prepared for a power outage. Heartmate 3 patient handbook (rev. A) section 6 - ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) (rev. D) section 8 - ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook (rev. G) section 10 - ¿safety checklists¿ and heartmate 3 instructions for use (IFU) (rev. D) section e - ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 instructions for use (rev. D) section 8 - ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. A) section 6 - ¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device serial number was not provided, and manufacture date cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient arrived at the emergency department complaining of shortness of breath. Log file interrogation revealed one pulsatility index (pi) event in the past 24 hours with low voltage advisory. No other alarms were noted by the site. Log file review was requested, and the event log file captured a few low power advisory alarms due to battery depletion all throughout the log file starting on (B)(6) 2025. Technical services stated that at times the patient was waiting too long or waiting for the advisory alarms before replacing the battery. The event log file also captured power cable disconnect/low power hazard/no external power alarms while connected to the mobile power unit (mpu) on (B)(6) 2025 at 09:29. This was caused by power to the mpu being briefly interrupted. There was no pump interruption during these events as the system controller¿s backup battery functioned as intended. The alarms resolved upon the mpu regaining power. Otherwise, the log files captured routine events, there were no notable alarm conditions or parameter changes.